Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery alarm without prior low battery warning. The customer¿s blood glucose level was unknown at the time of the incident. This was the second occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.